Event description:
Recurring chronic back pain resulted in x-rays being taken which revealed a broken pedicle screw. Back pain has continuously worsened and rptr now has pain, weakness and loss of sensation in legs (primarily right leg).